Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.00mmx21mm, concentric, de novo target lesion with a bend of >=90 degree was located in the severely tortuous and moderately calcified left circumflex artery. After a 3.5 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2.5x12 non-bsc balloon catheter resulting to 40% residual stenosis. A 24 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The stent was withdrawn, and pre-dilation was performed again with a 2.5x12 non-bsc balloon catheter. Tried to advance the stent again; however, it was noticed that the stent struts were damaged. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by MFR.: promus premier select ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 3.00mmx21mm, concentric, de novo target lesion with a bend of >=90 degree was located in the severely tortuous and moderately calcified left circumflex artery. After a 3.5 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 2.5x12 non-bsc balloon catheter resulting to 40% residual stenosis. A 24 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The stent was withdrawn, and pre-dilation was performed again with a 2.5x12 non-bsc balloon catheter. Tried to advance the stent again; however, it was noticed that the stent struts were damaged. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.